Manufacturer narrative:
The two reported devices were received for evaluation. Both devices were labeled for single use. For the first device, visual inspection revealed that a small segment of the tubing line was pinched. No evidence of a cut was found on the tubing line. The cause of the pinch was determined to be an assembly issue during manufacturing. For the second device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. No evidence of a cut was found on the tubing. The reported condition was not verified for the second device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either reported lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that there was a small cut on the tube of two (2) large volume infusors. Neither of the events involved patients. No additional information is available.